Event description:
Vascular occlusion [vascular skin disorder] histamine response after treatment [type I hypersensitivity] ([skin oedema]) rha3 in chin [off label use] . Case narrative: on 28-apr-2026, primevigilance notified teoxane geneva of an adverse event from the united states. According to the information received from a health care professional, a patient was injected on (B)(6) 2026 with rha 3 mepi in the chin, nasolabial folds, and lips (no further information). On (B)(6) 2026, immediately after treatment, the patient experienced a histamine response with swelling of the injected areas but also a swelling of the eyes and the neck. These events were resolved without treatment. The patient had also experienced a vascular occlusion; the filler was dissolved and the symptoms resolved. Due to the seriousness of the event, the case was assessed as reportable. Considering the resolution of the symptoms, the complaint was considered closed. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe (FDA 987).

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Allergic reactions that may manifest as swelling within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. It also has to be noted that rha 3 is not indicated for the chin. Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed. This is default text configured for block h10.